Event description:
It was reported that there was damage in the cover.

Manufacturer narrative:
Upon investigation it was observed that the insulation had been compromised. The awareness date has been update to reflect the change. Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed scratches, dents and a melted insulation. The probable root causes are user misuse, improper sterilization methods, and/or normal wear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was damage in the cover.